Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of 587 mg/dl at the time of incident. The customer was treated with insulin drip in the hospital. Customer was noticed blood in the tube. Customer was declined to troubleshoot for further. The insulin pump will not be returned for analysis.